Manufacturer narrative:
A device history record (DHR) did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. Accurate information on the location and quantity of blood was not obtained, the fact that blood was attached to the distal ends after reprocessing suggests that it is likely that the event was caused by reprocessing method. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility reported that when the scope was going to be used days after reprocessing it was noticed that there was dried blood on the distal tip. Olympus guided the customer through the steps for excessive bleeding/delayed reprocessing as listed in the manual. The device was properly reprocessed following those steps. A reprocessing training was scheduled for the staff. There was no injuries reported. No additional information was provided.

Event description:
A user facility called requesting the process for reprocessing a linear ultrasound scope that had some blood on the tip after already being reprocessed. No additional information has been obtained.